Manufacturer narrative:
An abutment has broken in the implant. One tip of the abutment probably got stuck in the implant connection. No information if the practitioner tried to use a rescue kit. That is why, ultimately, the practitioner decided to remove the implant. No information on the implant position in mouth. The implant was placed on (B)(6) 2018 and has been explanted on (B)(6) 2020. Breakage may be the result of excessive force exerted on the prosthesis.

Event description:
An abutment has broken in the implant. One tip of the abutment probably got stuck in the implant connection. No information if the practitioner tried to use a rescue kit. That is why, ultimately, the practitioner decided to remove the implant.